Event description:
A 3.5mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in the left coronary artery. The lesion, which was severely calcified, was pre-dilated with a 3.0mm diameter balloon. Upon removal of the stent delivery system, the stent dislodged in the left main artery when it was pulled into the guide catheter. The physician stated the stent dislodged because of the heavily calcified areas of the left main and left anterior descending arteries. The pt was subsequently sent to surgery for coronary artery bypass surgery. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery. The lesion morphology also contributed to the event.